Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was not delivering any insulin anymore resulting in high blood glucose levels and ketoacidosis. The insulin cartridge, adapter, tubing, head set and the insertion site were changed several times, but the issue persisted. The patient was admitted to hospital for one day and was expected to be released on the day the issue was reported. He received insulin injections with an insulin pen as treatment.